Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-33, lot# v319247, implanted: (B)(6) 2009, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a normal battery depletion and was still getting good symptom relief. A routine impedance check was done in pre-op before the battery replacement and the impedance check showed all electrodes were out of range. The voltage was increased to 2 volts and they were still all out of range. The patient was still getting good relief with the stimulator, and was at 8 voids per day compared to 40 voids per day without the stimulation. The patient felt stimulation comfortably at 1.25v. The new implantable pulse generator (ipg) was installed to see if the impedances would resolve. Impedances were checked on several different voltages and all showed everything out of range. Because the patient still demonstrated good symptom relief and had no complaints, the doctor wanted to leave the currently implanted lead and keep an eye on the situation and would do a lead revision at a later time if needed. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Product event summary #pli 10: evaluation determined that investigation is needed because it was reported that an impedance check showed all electrodes were out of range. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; the root cause of the electrodes being out of range remains unknown and it was reported that there were no falls or issues that may have led or contributed to the issue. Pli 20: evaluation determined that investigation is not needed because the event does not meet the definition of a complaint. Continuation of d10: product ID 3093-33, lot# v319247, implanted: (B)(6) 2009, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that patient described seeing the low ins battery message on the programmer. Reviewed meaning of low battery screen and redirected to their healthcare provider to discuss replacement. Patient mentioned a previously reported event regarding their lead. Patient reported when they had battery replacement they kept the original lead but then they had an issue when they moved to north carolina around 2018 and it was not working so they went to the urologist and it turned out the lead was bad. Patient then had surgery in north carolina to replace the lead. Patient reported it took them a couple tries to sync to their ins but the 3037 is still working and they were able to sync with ins successfully.

Manufacturer narrative:
Product event summary #pli 10: evaluation determined that investigation is needed because it was reported that an impedance check showed all electrodes were out of range. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; the root cause of the electrodes being out of range remains unknown and it was reported that there were no falls or issues that may have led or contributed to the issue. Pli 20: evaluation determined that investigation is not needed because the event does not meet the definition of a complaint. Continuation of d10: product ID 3093-33 lot# v319247 implanted: (B)(6) 2009: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that when they had battery replacement they kept the original lead but then they had an issue when they moved to north carolina around 2018 and it was not working so they went to the urologist and it turned out the lead was bad. Patient then had surgery in north carolina to replace the lead. Patient reported it took them a couple tries to sync to their ins but the 3037 is still working and they were able to sync with ins successfully.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v319247, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that, from the doctor's assessment and the patient's report of good symptom relief, the physician assumed the battery depletion was normal.